Event description:
It was reported that on (B)(6) 2010, surgeon reviewed an x-ray and a two-year-old MRI and determined that patient had suffered from very severely degenerative disc at l5-s1. Surgeon performed surgery using rhbmp-2/acs. Surgeon recommended a second surgery, but patient became ill with exacerbation of her copd, and the second surgery was not scheduled. Patient was diagnosed with pancreatic adenocarcinoma on (B)(6) 2013. Patient passed away.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation, so cause of event cannot be determined.